Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, it was noted there was a bit of pericardial fluid and quite a thin wall to the pericardial space beside the appendage. The procedure was completed and a 35mm watchman flx laa closure device was successfully implanted. There was no pericardial effusion noted pre, during or immediately post procedure. However, one day post procedure, a pericardial effusion occurred. No intervention was performed and the patient was monitored and deemed stable. The patient was discharged four days post procedure.